Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual inspection: the scrdriver shaft t8 self-hold (product code: 314.467, lot number: 9881590) was returned to customer quality (cq) west chester for investigation. The distal tip of the driver was stripped. No other issues were identified with the returned device. Functional test: a functional test was not performed on the returned device as it was returned by itself, but the alleged device interaction issue was confirmed due to the observed condition. Can the complaint be replicated with the returned device(s)? Unable to perform dimensional inspection: outer diameter of the driver: specified dimension outer diameter of the driver: measured dimension, conforming measuring device used: caliper document /specification review: based on the date of manufacture, the current and manufactured version of the drawings were reviewed. Complaint confirmed: yes conclusion: the complaint was confirmed. A definitive root cause cannot be determined from the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: kwq; nkg. Complainant part is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was conducted: part # 314.467 lot # 9881590 manufacturing site: (B)(4) supplier: synthes USA hq, inc release to warehouse date: 05 jan 2016 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a procedure on (B)(6), 2021, a self retaining driver shaft was not holding 2.7mm variable angle (va) locking screws adequately. Intra-operative visual inspection showed wearing of head of driver shaft. There was no surgical delay and no adverse issues noted. This report is for one (1) stardrive screwdriver shaft t8 105mm. This is report 1 of 1 for complaint (B)(4).